Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient's pump was interrogated and everything was normal. The patient's dosage was increased and their healthcare provider went to update the pump. They received a message that "the pump had stopped." The pump was interrogated again, the patient's settings were reviewed for accuracy, and the pump was updated without issue. No patient symptoms were reported. The patient's healthcare provider later indicated that "it would be more appropriate and safer if the pump had the ability to sense that it had a telemetry issue and to default back to its previous infusion versus it stopping." The medication was lioresal. The cause of the incomplete telemetry was not determined. The patient was doing well and receiving effective therapy. No explants were anticipated.